Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported there was a change in therapeutic effect and that the "pump worked for one day after the implant and then it stopped". A couple of months later they tested the catheter because, the patient was "still in pain". The surgeon found "fibrous tissue inside the catheter causing it to be occluded" and a catheter revision was done. Since the revision the therapy has been "working great and no further problems". The drug being used in the pump was morphine (unknown).